Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The testing of the device could not confirm the reported "acu watchdog error". The device's event history log was downloaded and examined; this showed an "acu watchdog error" in the history. Internal examination showed no damage or contamination to the main board; however this component was replaced due to the error found in the history.

Event description:
Information was received indicating that a smiths medical medfusion pump had a watchdog failure error twice and a main board issue. There was no reported adverse event.